Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The distal stent struts on row 1 were misaligned. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to postive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based upon analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 90% stenosed lesion being treated was located in the tortuous and calcified left anterior descending (lad) artery. The physician encountered crossing difficulties when trying to advance a 3.00x24mm taxus liberte stent. No pt complications were reported. Pt condition is reported as "stable". However, the returned product analysis of the 3.00x24mm taxus liberte stent delivery system revealed distal stent damage.